Event description:
It has been reported to philips that the system gave an error message of "detector orientation not active" and some of the geometry movements were unavailable. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a vascular treatment procedure was performed when the issue happened. The procedure was completed as planned. Remote service engineer (rse) remotely and found geometry movements were unavailable. After reviewing log file rse found identified that the motor controller amplifier enable feedback was not active during movement. The cause of the geo io box failure could not be determined by the supplier's part analysis. To resolve the issue, fse replaced the geo io box and the amc triple servo drive. After the replacement of geo io box and the amc triple servo drive, the system was working as intended. The codes were updated based on the investigation outcome.